Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. The customer stated they have treated their blood glucose with manual injections. Customer also reported excessive no delivery alarms. Customer receive 36 no delivery alarms between (B)(6). The insulin pump will be returned for analysis.